Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. A review of the device history record of the product code/lot number combination was conducted with no findings. Since the sample was not available for evaluation, the complaint could not be confirmed. The exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that backflow of blood was not observed from the drip hole even though the assembly was deeply inserted into the artery. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. There was no patient injury or surgical intervention required. The estimated blood loss was less than 250cc's. It was unknown why the backflow of blood was not observed; however, the patient had poor blood flow in his or her leg. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 french. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel's diameter was 5 mm. The event occurred intra-operative. No equipment or other devices were used with the above product.